Event description:
Customer reportedly received results of 275 mg/dl and 118 mg/dl within 10 minutes on the advantage system. No symptoms reported with these results. No actions taken based on device results. No adverse event reported. No quality controls were used. The customer did not provide the location where the discrepant results were obtained. Requested return of suspect device and replacement was sent.